Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. The failure investigator confirmed the power has been restored. The failure investigator's report was not able to duplicate the reported problem. Since this failure investigation did not reproduce an unexpected loss of power, no additional failure investigation is required.

Event description:
During failure investigation, the failure investigator identified power has been restored (e/c 1218). There was no patient involvement.